Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for analysis. A direct correlation between the device and the reported patient outcome could not be conclusively established. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: (age of device: 3 years, 8 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was expired outside of hospital and no further information is available. The device will not be returned for evaluation.